Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, fse at customer's site, customer informed fse of getting errors 5018 and 4018. Fse inspected instrument and found screw drive on z axis for sample nozzle to be dry. Fse cleaned z axis screw drive and rods and applied triflo. Fse cleaned and applied triflo on all screw drives on the instrument. Fse performed general cleaning, updated software version from 1.35 to 1.36s, ran 20 samples with no errors, ran qc and it passed with all samples within expected ranges. The aia 360 instrument is functioning without errors after completing the repair. No further action required from field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 30dec2016 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The aia 360 operator's manual under chater 2-4: installation procedures provides detailed instruction on how to install and connect the level sensor lead wires. The aia 360 operator's manual under section 7.1: list of error messages, states the following: [3019] washer low is generated when there is insufficient wash solution. After confirming that assay displayed on the upper right of the assay monitor screen changes to stop, customer is instructed to replace the wash solution with new one and press the start key to restart assay operation. [3020] diluent low is generated when there is insufficient diluent. After confirming that assay displayed on the upper right of the assay monitor screen changes to stop, customer is instructed to replace the diluent with new one and press the start key to restart assay operation. [4018] spec.z-axis home sensor is generated when the specimen z-axis motor home sensor remains activated. Customer is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. [5018] assay aborted is generated when measurement is terminated. Customer is instructed to repeat assay. The most probable cause of the reported event was due to screw drive shaft for sample dispense needed lubrication and level sense lead wire assy deteriorated.

Event description:
On (B)(6) 2018, a customer reported getting error message 5018 "assay aborted" during a run on the aia-360 instrument. Customer was able to clear error by restarting the instrument. Customer stated error has being reoccurring intermittently. On (B)(6) 2018 customer called back and reported getting same error message 5018 and additional error messages 3019 "washer low", 3020 "diluent low" and 4018 "spec. Sy. Clog detected" repeatedly for a few weeks. Per customer, there's always plenty of wash and diluent on the instrument. On (B)(6) 2018 technical support specialist (tss) followed up with customer and sent a new sensor wire assy to resolve the sensing liquid in the wash and diluent bottles problem. On (B)(6) 2018 customer called back and informed the tss, the level sensor lead wire assy was received and installed. Customer verified errors 3019 and 3020 cleared after part replacement, however errors 4018 and 5018 intermittently occurs. A field service engineer (fse) was dispatched to address the reported event which resulted in delay in reporting of patient results for progesterone (prog ii), human chorionic gonadotropin (hcg), luteinizing hormone (lhii) and estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.